Manufacturer narrative:
Release mechanism.

Event description:
It was reported by service report that the release mechanism was bent as well as the foot end lift tubes and the cot could not be raised or lowered in neither power nor manual mode. The customer could not be determine if there was pt involvement or if there were adverse consequences to report.